Manufacturer narrative:
On 05/24/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the tissue appeared to be growing in valve of the left and right breast implants. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 250cc breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/10/18, it was reported to mentor the device history record (DHR) for the lot number 1010115 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/06/18, it was reported to mentor that the patient had undergone primary breast augmentation. The left side appeared to be smaller. The patient noticed the deflation by looking in the mirror. The patient was not hospitalized. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were found. The complaint of deflation was not confirmed since no anomalies were found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile, catalog number 3501640, serial number (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with saline mentor smooth round moderate profile 275cc breast implants and experienced deflation on the left breast implant. The healthcare professional confirmed the deflation on (B)(6) 2018. As a result, the patient had undergone removal and replacement with saline mentor breast implants of unknown type on (B)(6) 2018.